Event description:
On (B)(6) 2008, the patient was implanted with an scs system. On (B)(6) 2009, the patient reported feeling intermittent stimulation. The sales representative met with the patient and reprogrammed the device settings and issued the patient a new programmer wand. A few weeks later, the patient informed the sales representative that the problem had returned. The patient also stated that the battery icon fluctuated between full and empty without him charging. The representative issued the patient a new programmer and wand and tried to reprogram the patient again but lost communication with the ipg during the session and the patient's stimulation stopped. The patient was instructed to return home and fully charge the battery. The patient reported that this resolved the issue. On (B)(6) 2010, it was reported that the patient's igp would be revised on (B)(6) 2010.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg was visually inspected and the antenna coil wire was broken. The ipg failed communication testing and displayed an error message. A blue screen evaluation showed that the default parameters were corrupted. The parameters were downloaded and the ipg then passed communication testing with the lab charger and the device accepted a charge. The ipg passed the auto test and the stim drop out test. Conclusion: the cause of the reported complaint could not be confirmed. The ipg passed the stim drop out test; no evidence of stim dropout was detected over two hours monitoring period. The ipg passed the auto test." Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.